Event description:
It was reported that the patient was presented to the hospital due to an infection. The patient's device pocket appeared red and swollen. The pacemaker and the right ventricular (rv) lead was explanted and the system was replaced with a leadless pacemaker. The patient had no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.